Event description:
The end-user complaint of persistent skin irritation located at the 10-11 o'clock area of the product flange. The irritation was described as an open area that was irregular and pink in the center and with a small amount of moisture. The end-user stated he changed skin preps, adhesive removers, increased frequency of product changes, increased showers, changed soaps, and skin cleaners, including non-prescription anti fungal topical medication yet the irritation persists despite these treatments. He was followed by his wound ostomy and continence nurse (wocn) and in (B)(6) 2014, he was seen by two dermatologists who assessed the area as a non-infectious, non-specific irritation. Kenalog (triamcinolone) spray and two unknown ointments were prescribed. He continues to use the prescribed products along with hydrogen peroxide and alcohol. He was instructed to cleanse with soap without creams and oils after using an adhesive remover and was sent samples of wafers with a whit e tape collar and a full hydrocolloid barrier. The treatment modalities lessened the irritation but it continued to persist.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional information patient information or event details have been provided to date. A return sample of evaluation is not expected. Should additional information become available, a follow-up report will be submitted.